Event description:
It was reported by medwatch report that a central line was being used on a (B) (6) male pt. The report stated that a post operative chest x-ray demonstrated a catheter fragment positioned in the pt's heart. Required physician intervention to remove the foreign body. Add'l info rec'd on 5/18/2010, by the clinician stated, the central line was placed in the pt's right internal jugular. After the piece broke, it was snared out of the pt in interventional radiology. The piece was approx 13cm in length and approx 7fr. The product number and lot number are unk as the kit was discarded. This did not delay treatment as another was placed successfully for the pt. There were no pt complications reported. Add'l info from the user facility report: post operative chest x-ray demonstrated a catheter fragment positioned in the pt's heart. Required physician intervention to remove the foreign body.

Manufacturer narrative:
The involved device was not returned for investigation; therefore, a direct investigation of this report was not possible. A review of the manufacturing history for the implicated lot number revealed that this lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations that would have contributed to the reported deviation. Summary: the reported event could not be verified. The cause is indeterminate. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from a (B) (6) that a leak was observed from the device. Specifically, the seal beneath the plastic port cover on the unlabeled collection bag, (not the cell wash/infusion bag), was not intact. The leak was not obvious until the bag was placed in an extractor, whereupon sample leaked out of the port. The port had not been previously tapped with a needle or pin.